Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error after it was booted up, however analysis did not confirm that the epg booted up to a black screen. It was noted that both wires on the liquid crystal display were pinched with the wires exposed. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) booted up to a black screen. It was further reported that the epg generated an error after it was booted up. The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.